Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrate to their intestines') and fallopian tube perforation ('one had perforated my fallopian tubes') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criterion medically significant). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report: coils migrate to their intestines, one had perforated my fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: previously reported event ¿medical device removal" replace with new event. New event: coils migrate to their intestines, one had perforated my fallopian tubes were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing of fallopian tubes') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrate to their intestines') and fallopian tube perforation ('one had perforated my fallopian tubes') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : coils migrate to their intestines, one had perforated my fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.